Manufacturer narrative:
D10. Section d information references the main component of the system. Other relevant device(s) are: product ID: neu_unknown_lead, serial/lot #: unknown, ubd: , UDI#: g2. The country of the event is unclear. The patient was implanted in turkey. Follow-up is being conducted to clarify/confirm the country of the event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a dbs patient was implanted in a different country in the subthalamic nucleus (stn) developed a brain bleed back in early/mid may in the thalamus. The patient has been seeing the doctor and the doctor was planning on doing initial programming. The doctor inquired more information regarding how long to wait before giving stimulation or a protocol to follow to help ensure safety.